Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that device not communicating. A technical support specialist confirmed that the station successfully dialed into the device. Upon my inspection, I observed that the device was undergoing a reboot. It was verified that the device is functioning properly, with no drawer failures detected. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device is currently not communicating. The pyxis system is in the process of restarting and is now displaying the message "error initializing device manager." Additionally, there have been multiple instances of failed drawers. A customer has indicated that the user experienced delay to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.